Manufacturer narrative:
(B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, approximately four years after implantation, an unknown smart stent was noted to be fractured. A picture was received and is attached. Re-intervention was performed-details not provided. Additional information has been requested.

Manufacturer narrative:
Complaint conclusion: a report was received that a patient required re-intervention four years after smart stent implantation. Details regarding the index procedure were not provided. An image was provided by the site and this confirmed fracture of an unknown stent in the patient¿s left superficial femoral artery (sfa). Of note, this image also reveals multiple overlapping stents covering almost the entire length of the sfa with no flow through any of the previously stented segment. Details regarding the re-intervention were not provided. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. The product instructions for use (IFU) warns that the safety and effectiveness of the device has not been demonstrated in patients with lesions that are highly calcified and resistant to pta. It further warns that the placement of multiple overlapping stents in the sfa may increase the possibility of stent fracture. Based on the information available for review, there are vessel characteristics (long lesion) and procedural factors (use of multiple overlapping stents) that may have contributed to this event. The reported ¿stent ¿ fracture¿ was confirmed based on the provided films; though the exact cause could not be conclusively determined. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Manufacturer narrative:
Additional information received indicated: the date of implantation/index procedure was provided: (B)(6) 2011. The product catalog/lot numbers were not available. The target lesion was reported to be: calcified, and a chronic total occlusion (cto)/complete occlusion of greater than three (3) months. The total length of the stented segment was two hundred millimeters (200 mm.). Two (2 each) stents were implanted. The stents did overlap, but not near the fracture site. The patient¿s post-procedure antiplatelet therapy was plavix 75 mg qd. The patient was compliant with the post-procedure medical regimen. The patient was reported to be symptomatic as a result of the reported product issue. The fractured stent was noted to be completely separated. There was no migration of the separated segment. The fracture/separated stent was successfully treated by re-stenting. The patient¿s current status is a patent superficial femoral artery (sfa) with no claudication. Amended complaint conclusion: a report was received that a smart stent was noted to be fractured approximately four years after the implantation of two smart stents. This was treated with the successful implantation of another stent with no reported patient injury. The target lesion was located in the left superficial femoral artery (sfa) and was described as a chronic total occlusion, calcified and 200mm in length. The lesion was successfully treated with the implantation of two smart stents in an overlapping fashion and the patient was discharged on daily plavix. Approximately four years after the index procedure, the patient presented with ¿symptoms¿ and underwent angiography that revealed that one of the previously implanted smart stents had fractured. This fracture was reported to have been a complete separation of the stent, not near the area of stent overlap and not related to any stent migration. An image was provided by the site and this confirmed fracture of an unknown stent in the patient¿s. Of note, this image also reveals multiple overlapping stents covering almost the entire length of the sfa with no flow through any of the previously stented segment. The event was treated with the successful implantation of another stent. Post-procedurally, the sfa was noted to be patent and the patient without claudication symptoms. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. The product instructions for use (IFU) warns that the safety and effectiveness of the device has not been demonstrated in patients with lesions that are highly calcified and resistant to pta. It further warns that the placement of multiple overlapping stents in the sfa may increase the possibility of stent fracture. Based on the information available for review, there are vessel characteristics (cto, calcified & long lesion) and procedural factors (use of multiple overlapping stents) that may have contributed to this event. The reported ¿stent ¿ fracture/separated¿ was confirmed based on the provided films; though the exact cause could not be conclusively determined. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.